Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of post-paced t-wave oversensing in real time. The device was oversensing t-wave following biv paces. Records were requested for further assessment. No further information is available at this moment.